Event description:
It was reported to medtronic minimed that the customer reported damage on the reservoir tube side. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and there was no functionality impact. No harm requiring medical intervention was reported. Mmt-1884 was requested and the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked case, scratched case, cracked keypad overlay, broken battery tube threads, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, keypad overlay texture damage, partially broken retainer, missing o-ring (reservoir tube), and retainer knit line damage. Cosmetic damage was confirmed at the reservoir compartment. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.